Event description:
It was reported that, during implant, the left ventricular lead was not implanted due to dislodgement, patient anatomy and high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that all conductors were stretched and that there was blood/body fluid on all conductors.